Manufacturer narrative:
The suspect device has not been returned; therefore, a device eval could not be performed. The cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corp that a hydratome was used during an endoscopic retrograde cholangiopancreatography (ercp) on a female pt (weight unk) in 2008. According to the complainant, "the tip of the sphincterotome was torn when it came out of the distal end of the scope." Reportedly, the procedure was completed with a second hydratome rx sphincterotome device. It was further reported that there were no pt complications as a result of this event, and the pt's condition after the procedure was "fine".